Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port at the top of a clearlink buretrol set disconnected at the end of infusion. This occurred during patient infusion with remicade using a sigma pump at a rate of 250ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.